Event description:
It was reported by the customer that a pyxis medstation system drawer had failed. The customer reported that users were unable to remove medications from the drawer and the user pulled medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed. A field service engineer removed obstruction to resolve. The system functioned as intended after the field service engineer troubleshooted the device.